Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. It was also reported that the left ventricular (lv) lead had high impedance and a possible fracture. The device was explanted and replaced and the lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead, implanted: (B)(6) 2008; 4076 lead, implanted: (B)(6) 2008. (B)(4).